Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in the right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that resistance was encountered when the device was advanced through a guide catheter. When the guidezilla was pulled back, the hypotube was separated from the catheter. The hypotube was removed. A balloon was brought into the guide catheter to trap the guidezilla into the catheter and pulled the device out as one system. The procedure was completed using a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The shaft, collar, and tip were microscopically examined. There was blood in and on the shaft. The shaft was detached/separated at the collar. Some of the shaft was pulled out of the collar and was attached to the distal shaft. There was a section of shaft in the collar that was damaged. The hypotube shaft was kinked 2.5cm proximal of the collar. The tip and the shaft proximal of the tip were flattened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in the right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that resistance was encountered when the device was advanced through a guide catheter. When the guidezilla was pulled back, the hypotube was separated from the catheter. The hypotube was removed. A balloon was brought into the guide catheter to trap the guidezilla into the catheter and pulled the device out as one system. The procedure was completed using a different device. No patient complications were reported and the patient's condition was fine.